Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and no further malfunctions were observed. Customer was informed to continue using the pump and to seek help if issues arose again.